Manufacturer narrative:
Integra has completed their internal investigation on september 25, 2017. Results: evaluation of returned device; this complaint was not confirmed - no issues observed. The unit was cleaned per our standard integra cleaning protocol. The returned unit has passed all specific functional testing requirements. When unit is properly positioned and put under pressure the unit functioned correctly. DHR review; no abnormalities related to the reported failure. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: no issues observed.

Event description:
The customer was locking the mayfield composite series skull clamp onto the patient at 60 pound pressure and tried to manipulate the patient¿s head and the arm on the skull clamp moved, and did not properly lock. The patient was prepped for surgery . There was no patient injury and no revision/medication intervention required. There was a 5 minute delay in surgery due to product problem. Additional information has been requested.